Manufacturer narrative:
Additional suspect medical device components involved in the event: model: nm-3138-55, serial: (B)(4), description: 55cm 8 contact extension. A review of the manufacturing documentation for the db-1200-s, serial (B)(4), and nm-3138-55, serial (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had reported discomfort in her neck along the track of the extension and at the ipg battery implant site. The patient then underwent a revision where the physician re-tunneled the extension and moved the ipg and extensions during the procedure. The patient is doing well post operatively, and nothing will be returned as all devices remain implanted.